Manufacturer narrative:
Weight - race:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -6.0 diopter was implanted into the patients right eye (od). On (B)(6) 2021 the lens was implanted; removed and replaced intra-op within the same surgery for a shorter length lens due to excessive vault. The problem was resolved. Cause was reported as unknown.